Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose and sensor issues. Customer¿s blood glucose was 400 mg/dl while sensor glucose was 86 mg/dl. Customer stated they were getting alert for change sensor and calibration not accepted. Customer treated with insulin pump. Troubleshooting was declined. The sensor will be returned for analysis. Insulin pump will not be returned for analysis.